Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the hf sensor implant procedure the physician was unable to complete the implant due to an existing lead (unrelated to the sensor) that was blocking the tricuspid valve. Additionally the patient experienced chest pain during the procedure as the cm delivery catheter was touched by the lead. As a result, the procedure was abandoned.